Manufacturer narrative:
Qn# (B)(4).

Event description:
It is reported that the lidocaine vial had a leak; possibly broken.

Manufacturer narrative:
(B)(4). The customer returned one opened psi kit with multiple components for review. The lidocaine ampule will be analyzed as part of this investigation. Visual examination revealed that the cap of the lidocaine vial was detached from the body. Signs of discoloration were also observed on the 4"x4" gauze pad. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit warns the user, "do not use if package has been previously opened or damaged." The customer complaint of a broken medication ampule was confirmed through complaint investigation. Visual examination revealed that the lidocaine ampule was broken and had leaked in the kit. The packaging facility was consulted as part of this complaint investigation. The packaging engineer classified this issue as a package design issue. An engineering change order was implemented on 7-sept 2016 to start using lidocaine vials instead of ampules. The finished kit involved with this complaint was inspected on 13-july-2016, which is before the implementation date. A device history record review was also performed with no relevant findings to suggest a manufacturing related cause. Based on the customer description and the input from packaging, "design-package design" likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It is reported that the lidocaine vial had a leak; possibly broken.